Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the keypad of insulin pump was less responsive. Customer stated that when moving through the menu they had to go very slow as it did not work sometimes and they had to press the buttons slowly to get them to work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.